Event description:
It was reported that during implant procedure, this lead exhibited high out of range pacing and shocking impedance measurements. A different position was attempted and the same result was obtained. Subsequently, the lead was removed prior to pocket closure and it was successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.